Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The exact event date was not available, therefore the date 06/01/2025 was used as an estimate, based on the reported onset occurring within the last six months. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Discomfort, deflation issue and spontaneous inflation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported allegations are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced discomfort because the device would auto inflate and not deflate. A revision surgery was performed, during which the physician confirmed that the device would not deflate. Therefore, the device was explanted and replaced. There were no further patient complications.